Event description:
The customer called and reported she experienced high blood glucose at 544 mg/dl. Customer was calling in to adjust temporary basal rates. Customer was advised if a higher basal rate was needed, maximum basal rate would nee to be adjusted. No further assistance was reportedly required.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.